Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, the blade broke off the device. No further info available.